Manufacturer narrative:
Corrected fields: d9 (device was returned at time of initial)/d10 (therapy date should be removed as it is unknown)/g2 (added selection)/h3 (device was returned at time of initial)/h6 and h10 (4114 code in type of investigation was incorrect and statement in h10 as device was returned at time of initial). This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and the device evaluation. The device was returned to olympus for inspection, and the customer's complaint was confirmed. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the loss of image was a kinked image sensor unit cable. The cable was kinked at the insertion bending section, which caused the cable and the general shield to short-circuit. It is likely the kink occurred due to applied stress from excessive twisting and bending. The event can be detected by following the instructions for use (IFU) which state: "confirm that the wli and nbi endoscopic images are normal. 1. Before inspection, wipe the objective lens using clean lint-free cloths moistened with saline solution or sterilized water. 2. Observe the palm of your hand in the wli and nbi endoscopic images. 3. Confirm that light is output from the endoscope¿s distal end. (See figure 3.23) 4. Adjust the brightness level as appropriate. 5. Confirm that the wli and nbi endoscopic images are free from noise, blur, fog, or other irregularities. 6. Turn the angulation control levers slowly in each direction until it stops. 7. Confirm that the wli and nbi endoscopic images do not momentarily disappear or display any other irregularities." Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The subject device referenced in this report was not returned for evaluation. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The olympus representative reported (on behalf of the customer) that during a therapeutic laparoscopic procedure for gastrointestinal surgery, the image on the endoeye flex deflectable videoscope when being used with the visera elite video system center display had blacked out. When the power was turned on again, the image was restored, but it became black again. Finally, the customer switched to an endo eye flex 10 videoscope and completed the procedure. There were no reports of patient harm associated with this event. The problem was investigated and repaired, but it was returned to the facility as reproducible. Similar events may have occurred in multiple cases. Since there is no problem with the endoeye flex 10 videoscope, it was presumed that the issue was caused by the subject device (endoeye flex deflectable videoscope). Since the same problem occurred in multiple cases, an additional complaint was opened. This complaint is related to patient identifier (B)(6) (ltf-s190-5/sn (B)(4)).